Event description:
Procedure performed: hemicolectomy. Event description: the device malfunctioned towards the end of the operation. It worked well for the first few hours of the operation. The surgeon simply closed the handle and was unable to reopen it. I tested the device myself today and I could not open the handle either. It is completly stuck. The other devices of the same lot are working properly. Additional information received by applied medical rep via email on 22sep25: it is unknown what caused the jaws to be locked closed. The surgeon just used the device plastic to plastic and was unable to open it again. No audible or visual damage to the device prior to the incident. The handle lever itself was completely stuck. Not just the jaws. They cut the tissue and were able to remove the device with locked jaws/handle. There was some minor tissue damage. It was observed once because they were unable to open the jaws/handle. They had to use another dive afterwards. It had been used for several hours already. I would guess a few hundreds. It didn´t unlatch. They couldn´t open the jaws. Investigation: device replacement. Patient status: no clinical impact to the patient.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of the jaws not opening. The internal trigger component was observed to be bent. Based on the condition of the returned unit, it is likely that the reported event was caused by the bent trigger component, which prevented the jaws from opening. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Corrections performed to sections b5, e1 and e2. Corrections performed to update "investigation" to " intervention", "denmark" to "germany" and "no" to "yes".

Event description:
Procedure performed: hemicolectomy. Event description: the device malfunctioned towards the end of the operation. It worked well for the first few hours of the operation. The surgeon simply closed the handle and was unable to reopen it. I tested the device myself today and I could not open the handle either. It is completly stuck. The other devices of the same lot are working properly. Additional information received by applied medical rep via email on 22sep25: it is unknown what caused the jaws to be locked closed. The surgeon just used the device plastic to plastic and was unable to open it again. No audible or visual damage to the device prior to the incident. The handle lever itself was completely stuck. Not just the jaws. They cut the tissue and were able to remove the device with locked jaws/handle. There was some minor tissue damage. It was observed once because they were unable to open the jaws/handle. They had to use another dive afterwards. It had been used for several hours already. I would guess a few hundreds. It didn´t unlatch. They couldn´t open the jaws. Intervention: device replacement. Patient status: no clinical impact to the patient.